Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device was not spinning. Therefore, the reported condition was confirmed. It was determined that the device failed the oscillating frequency measurement - would not oscillate (step 80). It was further determined that the needle bearings and the exit shaft were corroded. It was determined that these issues are consistent with improper cleaning. The assignable root cause was determined to be due to improper cleaning methods. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during an unspecified veterinary surgical procedure, it was observed that the sagittal saw attachment device was not spinning. There was a five minute delay to the surgical procedure. A spare device was available for use to complete the surgery. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.